Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2010, our firm received a report of foreign matter found in a blister package. There was no report of an adverse event at that time. On 08/03/2010 our sales rep reported that a pt reported to a contact lens (cl) sales shop that the pt developed an "infection caused by the cl." On 08/05/2010 the cl sales shop was contacted and we learned the pt purchased 1-day acuvue for astigmatism lenses on (B)(6) 2010. Someone at the cl sales shop told us that the treating eye care professional (ecp) reported that the pt had corneal staining and the pt was instructed to discontinue cl wear. The pt was contacted on 08/05/2010 and alleged that when seen on (B)(6) 2010, the pt was found to have foreign matter stuck to the eye. The pt told us that he/she developed "infectious conjunctivitis" and was treated with "antibiotic eye drops" for 2 weeks. The pt said he/she returned to the clinic on (B)(6) 2010 and still had corneal staining, but was allowed to resume cl wear. The pt said he/she was instructed to have a regular eye examination every 3 months. We contacted the eye clinic where the pt received treatment. The ecp was contacted and would not release information without a written consent from the pt. The pt agreed to sign a consent form but as of 08/27/2010, the signed consent form has not been received. The material related to this event was returned for evaluation. The material in question was white in color and taped to a piece of paper in a small plastic bag. The material measured 2650 microns. Ftir analysis found the material comparable to polystyrene. A failure investigation revealed the following: (B)(4). This lot met all requirements for release, with no failures found during the testing for foreign matter. Polystyrene is considered an in-process material used in production. A review of the maintenance records did not note any issues with foreign matter during the production of this lot. There is no product from this lot remaining in distribution. There have been no other complaints on this lot for this issue. An lhr review was performed: the batch record did not show any abnormalities in monomer and solution testing; all parameters tested were within specification. All sterilization requirements were successfully completed. We will continue to try to obtain information from the treating ecp. If additional information is received, we will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.